Manufacturer narrative:
(B)(4). The actual device and one companion sample in the original un-opened pouch was received for evaluation. The evaluation included functional and visual testing of the device. Functional testing had no issues noted. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem was not duplicated or verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The date of event onset was reported as an unknown date in (B)(6) 2016. The device has been received and a complete evaluation is yet to be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a leak of the cassette which led to peritonitis while performing automated peritoneal dialysis (apd) therapy. The leak occurred from the patient line. On an unreported date, the patient was treated with vancomycin (1 g, route, duration, and frequency were not reported) for peritonitis. On the day of this report, the patient was scheduled to receive another dose of vancomycin. The patient' srecovery status, hospitalization, and action taken with apd therapy were not reported. No additional information is available.